Manufacturer narrative:
Concomitant medical products: product ID: 457453 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator (ICD) exhibited '???' In place of the most recent charge energy. The device remains in use. No patient complications have been reported as a result of this event.